Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) pocket site was explored and irrigated with antibiotics. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, implantable pacing lead, implanted: (B)(6) 2007. A 6947m55, implantable tachy lead, implanted: (B)(6) 2013. (B)(4).